Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed multiple button errors and had an unresponsive keypad. The caller also reported that the numbers on the device were ramping on their own. The blood glucose reading was 3.1 mmol/l. The caller stated that she was stuck on the bolus screen and the buttons were also stuck. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.